Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15127. It was reported the patient's left leg is swollen and she is unable to move it. The issue began a week and a half after her scs system was implanted. The sjm representative reprogrammed the patient and adequate coverage was obtained. Patient is to consult with her physician as the next course of action.